Manufacturer narrative:
(B)(4): additional information was not provided on the initial report: the patient's mother called animas on (B)(6) 2011 reporting that the pump kept alarming that the pump was not primed. She said the issue started on (B)(6) 2011. The mother confirmed that the patient was disconnected from the infusion set. She said the basal rate was correct as displayed on the verify screen. She says that the pump only needed to be reprimed and not rebooted. The patient reportedly had a blood glucose level of 509 mg/dl during this time. The patient's mother discontinued pump therapy and started injections. The patient's blood glucose levels subsequently resolved to 178 mg/dl. During troubleshooting the reporter walked through rewind, load, and prime steps, and again the pump lost prime. The pump was reportedly not exposed to extreme temperature changes. The reporter tried cartridges from another box and completed rewind, load, and prime steps, and again received a loss of prime alarm. She confirmed that the cartridge cap was tight and there was no extreme change in temperature to the cartridges. This situation is reported as supplemental information as the patient suffered an elevated blood glucose level while the patient's mother was having difficulty priming the pump.

Manufacturer narrative:
Information was missing from the initial report. Correction 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation the force sensor flex connector was found to be damaged at the force sensor pins.

Event description:
The pump has been returned for multiple loss of prime warnings. Evaluation revealed a damaged force sensor flex connector. This report is being made based on the evaluation results.